Manufacturer narrative:
Results: the cat12 atraumatic tip was damaged. Conclusions: evaluation of the returned cat12 revealed that the atraumatic tip was damaged. The root cause of the initial atraumatic tip damage could not be determined. However, the complaint stated that the ¿staff removed a hanging piece of the distal tip on the back table¿. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of atraumatic tip damage.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left femoral vein, iliac vein, and inferior vena cava (ivc) using an indigo system aspiration catheter 12 (cat12) and non-penumbra sheath. During the procedure, the physician completed multiple passes in the target vessel using the cat12. The cat12 was then removed to be flushed; however, the physician noticed the distal tip of the cat12 was damaged upon removal. Therefore, the cat12 was not used for the remainder of the procedure. The procedure was completed using a new cat12 and the same sheath. There was no report of an adverse effect to the patient.